Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. Patient's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv positive (reported to physician). Retest was run on unknown date using unknown method at (B)(6), resulting in sars-cov-2 negative, flu negative, rsv negative (reported to physician). Review of data provided by the customer showed all tests showed normal amplification curves. Root cause is due to inherent differences between test methods. There is no evidence of product malfunction and there was no reported patient harm. Discrepancy is not for sars-cov-2; discrepancy is for rsv. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid."

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. Patient's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv positive (reported to physician). Retest was run on unknown date using unknown method at labcorp, resulting in sars-cov-2 negative, flu negative, rsv negative (reported to physician). Discrepancy is not for sars-cov-2; discrepancy is for rsv. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.